Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 curved-tip stapler instrument did not staple the tissue. Furthermore, the blade on the sureform 45 reload was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler instrument and green reload were inspected prior to use and no issues were observed. The stapling issue occurred during the 4th fire of the sureform 45 curved-tip stapler instrument. The initial reporter indicated that at the time of the event, the surgeon clamped the tissue (bronchus) without any issues. However; when the surgeon fired the sureform 45 curved-tip stapler instrument, with a green sureform 45 reload installed, the system stopped stapling due to a thick tissue message and the reload blade was exposed. The surgical staff inspected the surgical field and did not find any staples or clips between the jaws of the stapler instrument. The target tissue was not under tension and no tissue bunching was reported. The tissue was not previously exposed to radiation or chemotherapy. The customer indicated there was a little bleeding. Sterile gauze was used to stop the bleeding. The surgeon completed the intended staple line and transection with a black reload. The patient was reportedly ¿ok¿ with no additional complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green sureform 45 reload involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Fa found the reload had the knife exposed within the knife track. The reload was found to have a firing failure based on visual inspection. The green sureform 45 reload was disassembled in-house for inspection and no blade damage or cartridge damage was observed. No image or procedure video was provided for review. The stapler logs were reviewed by an isi failure analysis engineer (fae). Per the fae, sureform 45 curved-tip stapler instrument (part #480545-04, lot #t90210316-0038) was installed 14 times and fired 12 reloads (3 white, 1 green, 3 black, and 5 green, in that order). The 4th firing (green reload) resulted in a ¿tissue too thick to continue¿ firing failure at 67% completion following multiple pauses for compression. All other firings were completed per the logs with either 0 or 1 pauses. The stapler instrument had 2 incomplete clamps, but they occurred on installs after the firing failure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, it was alleged that the sureform 45 curved-tip stapler instrument did not staple tissue. While firing a green sureform 45 reload installed, the system stopped stapling due to a thick tissue message and the reload blade was exposed. Although there was report of little bleeding, it is unclear if there was any approximated tissue associated with the stapling issue. The surgeon reportedly used sterile gauze to control the bleeding. In addition, the surgeon used a black reload to resolve the stapling issue. The cause of the customer reported failure mode is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.